Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently miscalculated multiple boluses. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer deactivated the personal profile settings to address the issue and resumed insulin delivery.